Event description:
It was reported that this pacemaker exhibited low out of range pacing impedance that resulted in lead safety switch (lss). Technical services (ts) reviewed the reports and noted that the impedance was stable and had an abrupt decrease to a low out of range value and returned its baseline impedance value thereafter. Ts suggested following actions. The device remains in use. No adverse patient effects were reported.